Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause was unable to be determined. The device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center when connected to the clv 190 xenon light source using the video scope cable the image is greyed out. It is unknown when the event occurred. There were no reports of patient harm.